Event description:
It was reported that the patient with this right ventricular (rv) lead had a swollen and painful chest. The patient went to the physician to get the device area checked. There were no additional adverse patient effects reported. The rv lead remains in service.